Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the clinic after a vibratory alert. Non-sustained ventricular oversensing episodes with crosstalk were observed. The crosstalk was not observed in clinic. Monitoring the rhythm via remote transmission was recommended.